Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up arrow button had intermittent response and other buttons had normal response. During the product analysis investigation contamination was found under all of the keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to stating that the up arrow button was intermittently responsive requiring multiple presses to get a response. The reporter claimed that the pump was kept in a pocket and the pump was not cleaned. There was no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.